Manufacturer narrative:
One device was received for evaluation. Service history review identified that the device had been in for service in august 2023 for an unrelated problem. The customer's reported problem was verified through functional testing as error code 45639 was displayed during power up. The cause of the problem was the microprocessor unit board which was replaced to solve the problem. The device then passed all functional tests after the repair.

Event description:
It was reported that the device had an error code 45639. There was no patient involvement.